Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis and found they were unable to duplicate the reported problem. The connector pins were also broken, the button as broken, and the connector support was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated for the past week or two the controller has been saying battery is low even when it was at 100% or 90%. Patient said last night they charged all night long and the controller had a green light on it and when they started charging the implanted neurostimulator it said 50%. Patient also said last week they forgot what was going on and unplugged the recharger and the screen went blank and turned white. Agent advised to reset controller and after reset the controller did not power on to wall without battery pack. Patient plugged controller in to ac power supply without li battery and reported the screen did not turn on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller device. Pt called back stating they also wanted the rtm replaced with the controller. After calling patient services when the recharger (rtm) was plugged into the controller the controller did not recognize the rtm was plugged in just like prior call where it did not recognize the ac cord was plugged in. Agent reviewed a controller was sent out. Pt called back stating they received replacement controller but it still won't charge. Pt stated they noticed the ac power cord is worn out. Agent emailed repair. Pt stated they are in pain because they have not been able to charge for 2 days. Pt called back stating they were upset because the replacement controller came without the battery pack. Pt said last week was a disaster, pt was is in pain for 5 days. Pt was able to get a charge but not able to see the home screen. It said no device found. On the call we determined the implant was charged and the controller connected with rtm attached but did not connect without rtm. Reviewed how to access group/programs by exiting out of charging screen with rtm attached. Reviewed controller will need to be unpaired and paired again by hcp or manufacturer representative or repair can send another replacement. An email was sent to repair to replace the controller. Pt also asked about getting a back up battery pack. Redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745 serial# unknown product type programmer, patient product ID 97745ac lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.